Manufacturer narrative:
Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It has been reported that one 18g x 1.16in (1.3 x 30 mm) insyte autoguard has been found defective before use. The following has been provided by the initial reporter: when removed from the packaging the catheter body is on the outside.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one 18g x 1.16in (1.3 x 30 mm) insyte autoguard has been found defective before use. The following has been provided by the initial reporter: when removed from the packaging the catheter body is on the outside.